Event description:
Bozzani, a., mauramati, s., arici, v., visciglia, e., crippa, m., rossini, r., benazzo, m., sterpetti, a. V., morbini, p., & a rbustini, e. (2026). Ten-year single-center experience in the surgical treatment of carotid body tumors. Journal of surgical research, 319, 90¿99. Https://doi.org/10.1016/j.jss.2026.01.014. Literature was reviewed regarding a study aimed to evaluating outcomes in the surgical management of carotid body tumors (cbts), assess long-term follow-up, and examine the importance of genetic testing for succinate dehydrogenase genes. Multiple manufacturer¿s devices were implanted in the study population. The following medtronic devices were used: ethylene-vinyl alcohol copolymer (onyx). No deaths occurred in the study population. Among all onyx patients, adverse events included: cranial nerve injury in 8 patients, transient nerve paresis, permanent vagal nerve paralysis in 2 patients, blood loss, 1 intraoperative vascular complication, horner syndrome in 1 patient, vascular reconstruction in 4 patients, 3 local recurrences and 1 new intrathoracic localization of paraganglioma. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Article source/citation: bozzani, a., mauramati, s., arici, v., visciglia, e., crippa, m., rossini, r., benazzo, m., sterpetti, a. V., morbini, p., & arbustini, e. (2026). Ten-year single-center experience in the surgical treatment of carotid body tumors. Journal of surgical research, 319, 90¿99. Https://doi.org/10.1016/j.jss.2026.01.014. A.2. This value is the average age of the patients reported in the article as specific patients could not be identified. A.3. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. B.3. Please note that this date is based off of the date of publication of the article as the event dates were not provided in the published literature. G.4. PMA code missing as device model and lot is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.